Manufacturer narrative:
An altis sling, and detached dynamic suture were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. Based on examination of the returned product the dynamic suture detached from the mesh while trying to implant. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributors to the difficulty the physician encountered. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the wire snapped pre-operatively. No other patient adverse events were reported.

Event description:
According to the available information, the wire snapped pre-operatively. No other patient adverse events were reported.